Manufacturer narrative:
(B)(4). The field service representative (fsr) verified the epgs would not calibrate because the flow stayed at the minimum. He replaced the epgs. The unit operated to the manufacturer's specifications. Per data log analysis, on 02-mar-2018 the system is powered up and a perfusion screen is opened at 05:44:26 am. Calibration is started at 07:16:17 am but fails with flow motor/mechanical fault and flow out of range (2.38 l/min). This will cause the "service gas system" message as reported. A second attempt to calibrate resulted in calibration failed: zero flow high before calibration (2.37 l/min). The suspect device was returned to the manufacturer for further evaluation.

Event description:
Prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) was unable to be calibrated displaying a "service gas system" error message on the central control monitor (ccm). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the flow motor/encoder assembly to not operate properly. The motor would not turn during calibration to set the air flow at five liters per minute (l/min). A flow motor from a lab use electronic patient gas system (epgs) was temporarily and electrically connected to the complaint epgs and it started calibration and the flow motor on the lab epgs rotated. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.